Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the potential use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 1 of 3. The technical service representative (tsr) explained the se 2240 alarm indicates air entered the set up. The hp stated that the white clamp supply bag become disconnected from the set up. The tsr assisted the hp with ending therapy and advised to start over with new supplies. On (B)(6) 2011, product surveillance contacted the hp who stated that he was unsure how the solution bag and cassette became separated. The hp confirmed he was using the luer lock supplies. The hp verified that there were no loose connections and confirmed that he had twisted the connections on as tight as he could. The hp stated he notified his nurse and was continuing therapy without issue. There was no patient injury or medical intervention.